Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64250rb. No issues with troponini recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97000hseu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97000hs, 510(k) number k030286.

Event description:
The event occurred in (B)(6). The customer reported the following occurring for a patient. On (B)(6) at 8am the doctor requested a point of care triage cardiac panel be performed on a patient. The patient sample was processed and resulted a triage tni of <0.05ng/ml at 8:33am, reported as "normal". At 9:38am a "critical" result of a quantitative troponin with a value of 0.2160ng/ml was received. The same sample was reprocessed on both platforms. On triage at 11:26am the sample yielded a tni of <0.05ng/ml. On the quantitative troponin at 2:34pm a tni of 0.2010ng/ml was received. Triage cut-off is 0.4ng/ml. Cut-off for quantitative tni not reported, only stated results were critical. Patient underwent cardiac catheterization. Despite multiple attempts, further information is not available.